Event description:
It was reported that following an implant, the pt exhibited aggressive behavior and was admitted to a psychiatric ward. The device was off and the pt was only on medication. Add'l info has been requested, but was not available as of the date of this report.

Event description:
The physician had no information regarding the event; the cause of the event was unknown. Associated signs/symptoms were noted to be "psychiatric, pre-existing". Surgical intervention had not occurred. The patient outcome was reported as "no injury".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3389s-40, lot# v750324, implanted: (B)(6) 2011; lead: model 3389s-40, lot# v742351, implanted: (B)(6) 2011; extension: model 37085-60, serial# (B)(4); implanted: (B)(6) 2011; extension: model 37085-60, serial# (B)(4); implanted: (B)(6) 2011; programmer: model 37642, (B)(4). Note correction to type of reportable event.